Event description:
Customer reported to beckman coulter, inc. (Bec) that the quality control for urine creatinine (crem) was low on the unicel dxc 800 synchron ssystem. Customer reported that they noticed crusting and buildup at reagent pump in the crem module, possible signs of a leak. Customer reported that erroneous results were not generated.there was no report of any adverse event or injury requiring medical intervention or patient treatment.bec field service engineer (fse) replaced the syringe to correct the issue.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).